Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 about 6pm with blood glucose was 545 mg/dl. The current blood glucose is 136 mg/dl and at the time of incident it was over 600 mg/dl. The customer started vomiting and blood glucose value was 400 mg./dl and then it went to 350 mg/dl and then customer came home and she was vomited blood and then went to the hospital. The customer treated their high blood glucose with insulin drip at the hospital. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer allege insulin pump was under delivering. The insulin pump will not be returned for analysis.